Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to water earlier in the day of the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.